Event description:
It was reported that on (B)(6) 2025, a 4mm amplatzer duct occluder was chosen for implantation utilizing a 6f amplatzer torqvue 180 delivery system. There was difficulty when attempting to pull the occluder into the loader but was eventually successfully. Upon deployment of the device, the occluder was deformed in a bulbous shape. It was decided to release the occluder despite the deformation as the shunt was obliterated and there was a dogbone look to the proximal device. Once deployed, the occluder regained a normal shape. The patient was reported to be stable and no consequences or clinically significant delay were reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity and difficulty loading the device was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A returned device inspection could not be performed as the device was not returned for analysis. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause of the reported device deformity and difficulty loading the device could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.